Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event and review of prior events for the same malfunction in similar/same devices, it was determined that this malfunction has not been reported in the past for causing serious injury or adverse event. The initial report was forwarded in error and should be voided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the mini taper adapter would not engage into the baseplate. Subsequently, during initial reduction, the glenosphere disassociated. Due to the event, there was approximately a thirty-minute delay while the surgeon corrected the malfunction. No patient consequences were reported for this event. Attempts have been made and no further information has been provided.